Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic remotely via merlin.net transmission. The transmission contained episodes of non-sustained right ventricular oversensing. Upon examination of the electromyogram, the episodes appeared to be noise and were indicative of myopotential oversensing at the max sensitivity level. Programming changes were recommended but not yet made. The patient was scheduled for a follow up on a later date. No patient symptoms were reported.